Manufacturer narrative:
Multiple PMA / 510(k) numbers: there were multiple PMA / 510(k) numbers reported to be involved. The information for the additional PMA / 510(k) number is as follows: PMA / 510(k)#: bk050036. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cap deformity with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for cap deformity was not observed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had a deformed cap.